Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, sweat may have entered the speaker holes. Customer's blood glucose level was 236 mg/dl. After removing sweat from the speaker holes, the alarm cleared and insulin delivery resumed.